Event description:
The customer reported the system failed to boot. As of this date, this record is awaiting additional info. However, this issue is descriptive of a complete loss of imaging functionality. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.